Event description:
On (B)(6) 2025, a patient underwent a transvenous long term dialysis catheter implantation procedure. Postoperatively, while undergoing dialysis at a local facility on (B)(6) 2026, it was reported that the foaming was observed in the dialysis line. Upon further examination, perforation was identified in the catheter, and the device was subsequently replaced on (B)(6) 2026. It was further reported that subcutaneous fluid leakage was identified. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one electronic photo was provided for review. The photo shows a clinician holding a dialysis catheter which was implanted to patient. The surface of the catheter was unclear. The investigation is inconclusive for the reported fluid leak and material hole issues as the provided photo was not sufficient to confirm the reported issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g2, g3, h6 (method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a transvenous long term dialysis catheter implantation procedure. Postoperatively, while undergoing dialysis at a local facility, foaming was observed in the dialysis line. Further examination identified a perforation in the catheter, and the device was subsequently replaced on (B)(6) 2026. It was further reported that subcutaneous fluid leakage was identified. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.